Event description:
It was reported that the pulse generator could not be interrogated in box with multiple programmers. The device was returned.

Manufacturer narrative:
No conclusion code is available. The reported event of backup operation was confirmed. Analysis found that the reported event was caused by code corruption due to a failed product code download.